Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded by the facility. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that for an acl ligamentoplasty surgery the arthrex flipcutter ar-1204af-100 was used. During the retrograde mechanization of the femoral tunnel the 10mm flipcutter blade broke. A new device was used of the same size and part number which also broke. The broken parts were all removed and nothing will remain inside the patient. The surgeon initially planned a one-eyed tunnel which needed to be changed to a complete tunnel instead. The surgery was completed successfully. There is no second surgery necessary.